Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced multiple issues, including being unable to change stimulation intensities, inconsistent device usage due to inability to adjust settings, and the need for daily charging of the device after reprogramming, which was inconvenient. The patient reported a significant back issue and stated that vibration or stimulation was only felt for a few minutes before stopping, after which a "settings not available" message appeared on the device. Despite the device indicating it was on and the intensity set at 3.5, the patient did not feel any stimulation. The external equipment was described as not user friendly, and the patient was unable to charge the controller and the implantable neurostimulator simultaneously. Troubleshooting with the external equipment did not resolve the issue. The patient was redirected to their healthcare provider for further evaluation and planned to follow up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the impedances were high. The cause was unknown.

Event description:
Additional information was received from the patient (pt) stating they are unsure what the cause of the inability to connect was, but their manufacturer representative (rep) was able to get it to connect. Pt adds that the rep ran through several settings and discovered "two of their four leads are not working". Rep was able to get the two that are working reset so it is functioning. Issue is resolved. Additional information was received from a manufacturer representative (rep) clarifying the report of the leads not working by the patient. Rep states that was due to impedances, and the rep worked around them. Patient now has great coverage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.